Event description:
After calculating the estimated fetal weight (efw) for a patient using the aspen ultrasound system, the clinician thought the value to be unusual. This prompted a study to compare the value to that obtained on an acuson 128xp system. Field applications specialist reported that the aspen efw was 35 grams less than that for the 128xp. Subsequent engineering tests on a factory system confirmed that an error in one of the available aspen software algorithms for calculating efw was present. The magnitude of the error was dependent on the magnitude of the head circumference, biparietal diameter, femur length, and abdominal circumference used in the calculation. As much as a 70% error was confirmed in these tests. Based on clinical opinions received, MFR believes that the risk of injury is low but has chosen to file this report in the spirit of the regulation.